Event description:
Nurse was at home to change rate of morphine infusion on curlin 6000 infusion pump -serial number (B)(4) - nurse changed batteries in pump, screen read bad cal data- called provider and could not be restarted or reprogrammed.